Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end-user was educated on the proper cutting technique and re-educated on the usage of stomahesive powder and barrier wipes to crust the red open area on her skin. No additional pt/event details have been provided to date. Should additional info become available a follow-up report will be submitted. A return sample for evaluation is not expected. The actual date of event is unknown, so the date used was the date convatec became aware.

Event description:
An end user called in and stated she has a red open area at the 6 o'clock position around her stoma that has been present for about 5 days. The end user also stated she is cutting an opening on the device to 38mm for her stoma that measures 19mm.